Event description:
The facility reported that gauze fibers came off of the sponge and fell into the surgical site.

Manufacturer narrative:
It was reported that fibers came off of the 4x4 gauze and were removed with forceps from the surgical site. The contact at the facility stated that the surgeon unfolds the gauze prior to using it. No patient injury resulted. No further intervention was indicated. The sample was not retained for evaluation and no lot number was provided. In the absence of a sample, a root cause has not been determined.